Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and determined the software needed to be reloaded. No conclusion can be drawn as further repair information is not available.